Manufacturer narrative:
Describe event): it is unknown if the stents were post-dilated or what the residual stenosis was after implantation. It is unknown what antiplatelet/anticoagulation medication the patient was taking or if the patient was compliant with medication regimen. On (B)(6) 2015, the thrombosis and restenosis in the stent were observed. The restenosis rates are unknown and it is unknown if the patient had any symptoms. The target vessel revascularization (poba) was performed and residual stenosis rate is unknown. The patient recovered. This is a case from japan smart pms for sfa and the case number is (B)(4). (B)(6). The device remains implanted in the patient, therefore, analysis cannot be conducted. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse events and the associated manufacturer report numbers are 9616099-2016-00023 and 9616099-2016-00024.

Event description:
As reported, thrombosis and restenosis at the smart and smart control stent 22 months after implantation. Plain old balloon angioplasty (poba) was conducted and the patient recovered. The patient was an (B)(6) male. He was born in (B)(6). The target lesion was superficial femoral artery. The lesion was not calcified and tortuous. The rate of stenosis was 100%. On (B)(6) 2013, a smart stent and a smart control stent were placed in the lesion without any issue. It is unknown if there was any distal disease left untreated after stent implantation or if "health tissue to healthy tissue" were covered by the stents.

Manufacturer narrative:
This is one of two products involved with the reported adverse events and the associated manufacturer report numbers are 9616099-2016-00023 and 9616099-2016-00024. Complaint conclusion: as reported, thrombosis and restenosis at the smart and smart control stent 22 months after implantation. Plain old balloon angioplasty (poba) was conducted and the patient recovered. The patient was a (B)(6) male. He was born in (B)(6) 1931. The target lesion was superficial femoral artery. The lesion was not calcified and tortuous. The rate of stenosis was 100%. On (B)(6) 2013, a smart stent and a smart control stent were placed in the lesion without any issue. It is unknown if there was any distal disease left untreated after stent implantation or if ¿health tissue to healthy tissue¿ were covered by the stents. It is unknown if the stents were post-dilated or what the residual stenosis was after implantation. It is unknown what antiplatelet/anticoagulation medication the patient was taking or if the patient was compliant with medication regimen. On (B)(6) 2015, the thrombosis and restenosis in the stent were observed. The restenosis rates are unknown and it is unknown if the patient had any symptoms. The target vessel revascularization (poba) was performed and residual stenosis rate is unknown. The patient recovered. The stent remains implanted in the patient. A device history record (DHR) review of lot 15844403 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis (isr) is often associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of coronary atherosclerotic artery disease. Stent thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent and instigate vessel remodeling around the stent. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization. Stenoses or occlusion in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported event does not appear to be related to the manufacturing process.